Manufacturer narrative:
The device was successfully implanted. The problem is not a safety issue for the pt, rather it is a user inconvenience issue. A decision to modify the connector to improve lead insertion has beeen made. A submission addresing this modification is scheduled to be submitted in 12/97.

Event description:
The reporter indicated that at implant, they had difficulty inserting both the atrial and the ventricular is-1 pins into the header. After turning the device upside down and shaking it, it was possible to insert the leads.